Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular), which was noted on (B)(6) 2015. The patient experienced blurry vision. Cataract surgery was performed and an iol was implanted. At last post-op visit on (B)(6) 2016, the patient's best-corrected visual acuity was 20/15 -3.

Manufacturer narrative:
Event problem and evaluation codes: result code(s): visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was re-hydrated in bss for remeasurement and the lens was found to be in specification. Conclusion code(s): based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).